Event description:
During intraocular lens (iol) implant surgery, the surgeon noticed a split or scratch on the optic when the iol unfolded in the eye. The incision was enlarged to facilitate removal and replacement of the iol with no complications and the pt is doing well.